Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to two treo custom-made devices. The custom made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft system approved for sale in the us (p190015). The event occurred in germany. The first device is reported under the second device is reported under MDR-2247858-2022-00136.

Event description:
Deployment of relay branch was successfully performed over lunderquist wire placed in the left ventricle. As the anatomy wasn´t kinked the physician team decided to treat the lcca with two vbx-stents and afterwards the bct-branch over the lsa as the access was expected to be easier. They also successfully performed their last procedure this way (pat. 3248). During advancing the bct-branch the two vbx-stents were disconnected but the lcca well perfused. So, they decided to proceed with the bct-branch deployment. First 2,5 stents opened smoothly and afterwards we recognized a loud "crack" after continuing softly and observing the delivery system the sheath didn´t move down. Then a "crack" again and the black screw threads went back a few millimeters up. As we expected the flush port to be maybe disorientated, we moved the sheath forward and spotted a broken sheath (picture attached). As it wasn´t possible to deploy the leg with clamping and pulling the sheath we only had the chance to pull the leg out. During this procedure the rsa was injured and distal end and had to be patched. As we didn´t have other materials the team decided to deploy the next branch through a 16fr sheath. It went smoothly but the same problem occurred at the same turning-position (2,5 stents opened). This time we decided to place a clamp between the black screw threads and simultaneously pull this down and turn the grey handle. With this the sheath was slowly deployed but lots of force used. The perfusion and sealing were good afterwards. They completed the lcca stent again and during the final angiogram the result looked good. They sutured the access points and after pulling out the stiff lunderquist from the lv and the dive from the iliacs (they wanted to keep it in place as patching was expected) the patient lost blood pressure. After reanimation and connecting to heart-lung-machine a thoracotomy was performed and a hole in the lv diagnosed (sticky and sharp end of wire) and closed. Patient outcome - "patient was stable at the end of the procedure. Long-time outcome unknown."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to two treo custom-made devices. The custom made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft system approved for sale in the us (p190015). The event occurred in germany. The first device is reported under MDR-2247858-2022-000135 and the second device is reported under MDR-2247858-2022-00136.

Event description:
Deployment of relay branch was successfully performed over lunderquist wire placed in the left ventricle. As the anatomy wasn´t kinked the physician team decided to treat the lcca with two vbx-stents and afterwards the bct-branch over the lsa as the access was expected to be easier. They also successfully performed their last procedure this way (pat. 3248). During advancing the bct-branch the two vbx-stents were disconnected but the lcca well perfused. So, they decided to proceed with the bct-branch deployment. First 2,5 stents opened smoothly and afterwards we recognized a loud "crack" after continuing softly and observing the delivery system the sheath didn´t move down. Then a "crack" again and the black screw threads went back a few millimeters up. As we expected the flush port to be maybe disorientated, we moved the sheath forward and spotted a broken sheath (picture attached). As it wasn´t possible to deploy the leg with clamping and pulling the sheath we only had the chance to pull the leg out. During this procedure the rsa was injured and distal end and had to be patched. As we didn´t have other materials the team decided to deploy the next branch through a 16fr sheath. It went smoothly but the same problem occurred at the same turning-position (2,5 stents opened). This time we decided to place a clamp between the black screw threads and simultaneously pull this down and turn the grey handle. With this the sheath was slowly deployed but lots of force used. The perfusion and sealing were good afterwards. They completed the lcca stent again and during the final angiogram the result looked good. They sutured the access points and after pulling out the stiff lunderquist from the lv and the dive from the iliacs (they wanted to keep it in place as patching was expected) the patient lost blood pressure. After reanimation and connecting to heart-lung-machine a thoracotomy was performed and a hole in the lv diagnosed (sticky and sharp end of wire) and closed. Patient outcome - "patient was stable at the end of the procedure. Long-time outcome unknown."